Event description:
A complaint of imprecise sequential reading was received on a customer's precision xtra blood glucose meter. The customer obtained readings of 21 mg/dl and 131 mg/dl within a ten minute timeframe. When plotting each reading against the average on a parkes error grid the results fall in the 'b' and 'c' zones. The 'c' zone result shows the difference to be clinically significant.